Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the homechoice cassette came loose and disconnected from the heater bag during peritoneal dialysis therapy. This event occurred during dwell two of five while the patient was connected. The patient stated that they noticed air in the heater line. The patient was assisted with ending the therapy. Renal therapy services advised to start over with all new supplies and bags. There was no patient injury or medical intervention associated with this event. No additional information is available.